Manufacturer narrative:
This report is for an unknown screws/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a microvascular decompression (mvd) procedure due to trigeminal neuralgia. The patient was implanted with titanium low profile neuro burr hole cover. There was a surgical time of 117 minutes. There were no intra-operative complications. The duration of follow up was of 468 days. The healing status/ radiographic outcomes at final follow-up was that the patient reported 100% pain relief after surgery, but her pain recurred. There were no post-operatives complication presented. The patient underwent reoperation due to gamma knife srs for recurrent trigeminal neuralgia. No further information is available. This report is for unknown screws. This is report 2 of 2 for (B)(4).